Manufacturer narrative:
Establishment full name is (B)(6) hospital. The subject device was received and evaluated. Device evaluation found the reported issue of "poor water supply (air/water flow issues from the air/water flow system) was not reproduced, not confirmed; however, inspection found the device nozzle has foreign object noted to be due to insufficient cleaning, handling problem. Furthermore, the following defects were identified during device inspection: the angle wires noted stretched. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Due to wear of angle wire, the play of up/down (u/d) knob found out of the standard value. A-rubber (insertion section) has a scratch. Adhesive on a-rubber (insertion section) has white-clouded area. Adhesive on a-rubber has a chip. The suction cylinder noted scraped with a cleaning brush (handling issue). S-cylinder noted shaved. Light guide (lg) lens has a scratch. Connecting tube has a dent, cut and wrinkle. The facility's clean, disinfect and sterilize (cds) , reprocessing information, and ("survey results regarding foreign matter") were noted below : facility staff was able to clean, disinfect, and sterilize the product before requesting repair. Facility cannot tell when a foreign object adhered to the endoscope- noted unknown. Not aware of the foreign object. Time lag between the end of clinical use and the start of pre-washing- noted unknown supply water and air to the air/water nozzle is unknown. Problems with the accessories used for reprocessing- noted unknown. Submerging the endoscope in cleaning solution -unknown. Device manual cleaning - wiped/brushed the air/water nozzles with gauze, brush/ sponge and sent liquid to the air/water nozzle- noted unknown. Concerns about reprocessing- no response. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported the device has poor water supply (air/water flow issues from the air/water flow system). The issue found during an unknown event. No patient harm, no user injury reported . Device evaluation found the device nozzle has foreign object. This report is being submitted for device nozzle has foreign object (insufficient cleaning, handling problem) issue.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material could not be determined. The foreign material was bigger than the inner diameter of the air/water nozzle and entered inside the air/water channel, which resulted in clogging. Olympus will continue to monitor field performance for this device.